Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: at the time of the procedure, a leak test was performed and no leaks were identified at the anastomosis. At post-operative day ten the dr. Re-admitted his patient and had to repair the anastomosis that had leaked on the anterior right side.